Manufacturer narrative:
Device evaluation of battery sn (B)(4) been completed. The reported problem (will not power on monitor) has been confirmed. As received, the battery was unable to power on a monitor or charge. The battery pca and cells were contaminated. The root cause for the contamination was ingress of an unknown liquid. Lifevest patient training materials have been updated as a reminder not to expose the lifevest electronic components to liquids. There was no death or adverse event associated with the battery malfunction.

Event description:
A us distributor reported that a battery would not power on a monitor.